Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06140. It was reported the patient did not receive pain relief from the scs system. The patient reported he stopped using and charging the system. The patient stated he does not plan to have the system explanted at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.